Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a procedure. It was noted that the right ventricular lead was capped and replaced on (B)(6) 2022. Patient status was not reported.

Manufacturer narrative:
Correction: upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. Please retract the report 2017865-2022-42099.